Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from its manufacture date of 16apr2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The report of the drawer cubie failure was confirmed by the bd field service engineer. The field service engineer evaluated the station: main drawer 2.1 and all cubies failed and could not recover. Found damaged retractor band and replaced it, but issue persisted. Replaced module controller, which resolved the problem. Verified drawer functionality using diagnostics. Customer successfully tested drawer in the application. The module controller was not received for inspection or investigation. Visual inspection of the returned harness observed thermal damage along the cable. No testing was required due to the evident finding from the visual inspection. Visual inspection of the returned auxiliary cable observed damage along the connector. No testing was required due to the evident finding from the visual inspection. The cause of the observed damages remains unknown. There was no indication that the device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 cubies were broken. As per part investigation, it was determined that there was thermal damage observed on the solenoid and retractor band cables. There were no delay, no adverse events or injuries reported based on this event.